Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) and leads were explanted. It was noted that there was lead vegetation. No further patient complications have been reported as a result of this event.